Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Full lead returned and analyzed.

Event description:
It was reported the lead had no capture and high impedance. The lead was explanted and replaced. No patient complications were reported as a result of this event, and the patient's status was reported as stable. It was later reported by patient's mother that the lead had been replaced due to suspected fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Full lead returned and analyzed.

Event description:
It was reported the lead had no capture and high impedance. The lead was explanted and replaced. No patient complications were reported as a result of this event, and the patient status was reported as stable.